Event description:
It was reported that during dressing of the PICC, positioned for chemotherapy administration at other facility, was found to be leaking infusion solution. Sent to the complainant's facility (sod anesthesia and pain therapy) and was found to be leaking at the connection between the catheter and the portion with attachment lugs. This made it necessary to remove the PICC and place a new PICC. Additional information received 4/9/2025: it was reported, "the patient had severe consequences as a cancer patient undergoing life-saving therapies who had to discontinue treatment. Following removal of the faulty device, they had to undergo new cvc placement with worsening of their anxiety-depressive state."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.